Event description:
A malfunction was reported on the customer's pump, identified by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by tandem technical support to switch to multiple daily injections as a backup therapy. A replacement pump with updated software was sent to the customer, along with training available through their tandem source account. Instructions were provided for putting the pump into storage mode and returning the problematic pump using a pre-paid label within 10 days.